Event description:
Boston scientific crm received information that this right ventricular (rv) defibrillation lead exhibited high pacing impedance measurements in (B)(6) 2007. The local field representative indicated that a decision was made not to address this issue at that time. The device was checked in (B)(6) 2009 and it was found to have no capture and the patient was admitted due to syncope. The local field representative contacted the physician who indicated that they were aware of the out of range measurements since 2007. The physician also indicated that there was loss of capture at maximum outputs and he had turned down outputs to minimum so the device will not use battery voltage. Additional information indicated that syncopal episode was not attributed to a product malfunction. The lower rate limit was increased by 10 bpm. An x-ray was not ordered as the lead issue was already known. The patient was given fluids and no additional resolution was deemed necessary. Additional information indicated that a revision procedure was performed and this lead was surgically abandoned.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted only the proximal segment of the lead was returned severed at 11.5 centimeters from the is-1 terminal pin.an arc mark was observed on the terminal ring at the proximal edge. Analysis concluded that it was possible the is-1 terminal leg was left lying across the device can. Analysis was unable to confirm the field allegation as the returned portion of the lead passed electrical testing.

Event description:
A portion of the lead was returned from another manufacturer almost nine years later. The reason for return was not given.